Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that an inappropriate notification alert was received for the pacemaker. No intervention was performed. The patient was stable in condition.

Manufacturer narrative:
The reported event of a patient notifier displayed on a device which does not have patient notifier capability was confirmed. Analysis found that the firmware of the device would deliver a patient notifier for an alert set by the physician, even if the device does not have notifier capabilities. The device is performing as intended and the patient notifier message does not impact device functionalities.